Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the inner insulation was crushed at 23.0 cm to 25.2 cm from the connector pin. The damage sustained was due to physiological factors (i.e.: rib- clavicle crush).